Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on blue screen. A field service engineer (fse) found the station was locked up on a blue screen, and the application would not load. The fse rebooted the station and logged into the admin account, so a technical support specialist (tss), could dial in. The tss fixed the remote support service (rss) and restarted the application. Issue was resolved. The system functioned as intended after the field service engineer and the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a blue screen issue. The customer stated that the system displayed a blue screen error, preventing normal operations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.